Event description:
It was reported that there was an error resulting in loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a no report of patient involvement. Block d4 serial number not provided. Block e customer contact information not available at time of MDR filing. Block h4 date of device manufacture unknown as no serial number provided. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. H3: device evaluation anticipated, but not yet begun.